Manufacturer narrative:
The product has been received for analysis and the investigation is ongoing. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient presented to the hospital with signs of a stroke. This implantable cardioverter defibrillator (ICD) could not be interrogated and tones were not observed with magnet application. The ICD was changed out to a competitor's product. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.